Event description:
Patient tested on the suspect device with an inr result of 8.0. Lab inr was 5.5. No treatment alleged. Controls run and in range. The reporter declined to have the device replaced. The patient sample for the lab was collected in the doctor's office by an unknown method and the lab was run within 12 hours.